Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported the patient was urinating frequently like they had a bladder infection. Patient was also leaking a lot. It was reported that the patient would be having a urine sample taken the day of the report. Patient wanted to increase the stimulation to see if it would help their symptoms. It was reported that the patient had a left knee implant on tuesday and since then, they had been urinating a lot. These issues reportedly began (B)(6) 2017. The patient was not feeling stimulation, but therapy was on. Patient increased their stimulation to resolve the issue. Health care professional reported the patient had a total knee replacement on (B)(6) 2017. On (B)(6) 2017 they were unable to void and went to the ER for catheter insertion. Patient was told they had prostatitis and started on cipro. Patient was reportedly coming in today ((B)(6) 2017) to have the catheter removed. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.